Event description:
It was reported the telemetered device battery voltage is lower than what is indicated in the device performance data. The device will remain in use at this time. No patient complications were reported as a result of this event.

Event description:
It was reported there was concern regarding the battery voltage varying significantly from the previous f/u visit reading. Technical service review of std revealed the voltage was 2.92v and had been trending 2.95 - 2.99v with report of battery readings holding well. Follow up with rep reported there is no plan to replace device as voltage acceptable. It was reported the telemetered device battery voltage is lower than what is indicated in the device performance data. It was further reported that (B)(6), the device triggered the elective replacement indicator (eri) and new software was loaded. The device has since experienced early battery depletion and is at end of life (eol). The patient has been scheduled to have the device explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported there was concern regarding the battery voltage varying significantly from the previous f/u visit reading. Technical service review of std revealed the voltage was 2.92v and had been trending 2.95 - 2.99v with report of battery readings holding well. Follow up with rep reported there is no plan to replace device as voltage acceptable. It was reported the telemetered device battery voltage is lower than what is indicated in the device performance data. It was further reported that 6 months ago, the device triggered the elective replacement indicator (eri) and new software was loaded. The device has since experienced early battery depletion due to high battery impedance and is at end of life (eol). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found. The device was returned, analyzed and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.